Manufacturer narrative:
(B)(4). The carefusion factory service center received the suspect device and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to led printed circuit board assembly (pcba) cable assembly being loose, making the display flicker when the unit was booted up. Factory service replaced the cable assembly and tested the unit. The unit meets service specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit intermittently did not power up. The display flickered and made some beeping noises. The customer believed there was an issue with the battery. After charging the battery overnight and testing the unit, the unit worked properly at first, but when the customer tried to turn it on again, it did not power on properly. The end-user stated that the unit had worked properly for two hours and then shut off. It is unknown if there was patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a sipap led printed circuit board assembly (pcba) cable assembly, and evaluated the device. An evaluation of the component found the end pins were severely damaged to the point that it has lifted away from the molded plastic. The reported issue was isolated to physical damage.